Event description:
It was reported that the pump experienced "constant" upstream occlusion and would "randomly" shut off. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included use testing. The pump was started in application and the pump started double beeping with a cassette attached. The downstream and upstream occlusion sensors were replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream and upstream occlusion sensors.